Event description:
It was reported there was an allergic reaction during a trial. The patient was hospitalized overnight due to "blood pressure spikes," and the patient had a rash on the arms, legs and face. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).